Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller said her notes indicated that stimulation is not in services that patient has turned therapy off because it never worked. Additional information was received from the patient. It was reported that the electrical stimulation was not where it was supposed to be. Stimulation was in legs not back¿3 different people tried to correct the leads and where stimulation was but it never worked. The issue has not been resolved. The implant remained dormant and just this month was offered a new surgery to connect leads with new battery. Surgery should be in (B)(6) 2025.